Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is related to the event.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is related to the event.

Manufacturer narrative:
(B)(4). :concomitant medical products item #: unknown unknown head lot #: unknown. Item #: unknown unknown liner lot #: unknown. Item #: unknown unknown stem lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01561 stem. 0001825034 - 2020 - 01563 liner. 0001825034 - 2020 - 01564 head.

Event description:
It was reported by the 411 group that a patient underwent hip arthroplasty on an unknown date. The patient is being considered for a revision for an unknown reason. The sales rep was inquiring about implant identification. Attempts have been made and no further information has been provided.